Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish, that this case was the 1st reportable customer product complaint on 90-, 91- and 91e-series where unexpected steam leak from parts available for the customer after the cleaning cycle occurred. The device involved in this event was a washer disinfectors ¿ 9128e. The unit was manufactured on 20th november, 2018 and installed on (B)(6) 2018. When the event occurred, the getinge device was directly involved. It did met its specification. Upon the event occurrence the device was not being used for patient treatment. The information collected to date and as a result of the performed investigation allowed us to establish that after the cleaning cycle completion, the warning¿ hot air in chamber¿ was displayed. The unit worked as intended, because the warning due to the hot air was displayed. It was stated, that the situation when the chamber is still hot after the ventilation phase can happen and due to this fact, the warning is designated to display on the unit. Therefore it was concluded, that the unit has acted as intended and no actual malfunction occurred on the device. The root cause of the event happening is therefore determined to be related to the operational context of the user. As the unit did not show any malfunction and was returned to the usage, we currently do not have any information that would warrant further action towards the device, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturer. There is also a correction of manufacturing date. This is caused by the incorrect data provided previously by the manufacturing site. Corrected data: previous manufacturing date: 11/27/2020. Corrected manufacturing date: 11/20/2020.

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue will be investigated by the manufacturing site. Device not returned to the manufacturer.

Event description:
On the (B)(6) 2020 getinge became aware of the issue with one of the devices ¿ 9128e washer-disinfector. As it was stated, after the cycle the unit displayed the ¿hot air in chamber¿ alarm. When customer opened the clean side door, the vapor, which was present in the chamber, leaked out, causing the fire alarm to go off. There was no injury or damage reported, however we decided to report the complaint to the competent authorities in abundance of caution as any unexpected steam leak from parts available for the customer might cause burns.